Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced hypoglycemia, but no specific symptoms were reported. The cgm reading was 70 mg/dl at that time. An ambulance was called and when a fingerstick was taken by the paramedics the blood glucose reading was 26 mg/dl. No information regarding treatment was reported, but it was stated that the patient was not brought to the hospital. At the time of the report the patient was stable. No other details were documented and attempts to contact the patient for more information were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.